Event description:
It was reported that a user sought assistance with an inset infusion set change and deployed two infusion sets incorrectly by triggering the applicator away from the body, after which the third attempt resulted in a successful site-only change and insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and restoration of insulin delivery. Investigation included troubleshooting and user education, including provision of instructional materials. Investigation of this case revealed user technique error during infusion set insertion, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set deployment technique.